Event description:
A patient contacted abbott medical optics to report that her intraocular lenses (iol) were explanted. Patient had an amo lens explanted from her left eye (B)(6) 2013. Patient indicated she contacted amo to report the explant as an fyi, for your information. Patient stated the lens had cracked and fluid was leaking out of her eyes. Patient moved from a humid climate to a dry climate in 2006. Patient reported a weeping in her right eye, maybe an eye infection, for a lens implant with another manufacturer's lens, and was prescribed eye drops; however, the condition got worse and the lens was removed (B)(6) 2012. The patient's left eye was also noted to be leaking and the amo lens was removed (B)(6) 2013. Both lenses were replaced with cadaver cornea transplants. Doctor indicated to the patient, that the materials in the lenses and her older age could have been the reason for the failure of the lenses. Patient is doing great today with the cadaver corneas. Additionally, the lens failures could have been related to the patient's move from a humid climate to the dry climate.

Manufacturer narrative:
Device manufacture date: 02/06/2002. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2013, the exact date unknown. If explanted, give date: (B)(6) 2013, the exact date is unknown. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.